Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The arrythmia was sustained. The patient had history of arrythmia pre-left ventricular assist device (lvad). The arrythmia in this event was not thought to be device related. An implantable cardioverter defibrillator (ICD) was implanted prior to the lvad. The plan of care was amiodarone.

Event description:
It was reported that the patient was readmitted on (B)(6) 2026 for monomorphic supraventricular tachycardia (svt) and received a defibrillator shock. Amiodarone per os (po) was reloaded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.